Event description:
Used smile direct club. Upon finishing 2nd refinement as they did not achieve results. Bite is now entirely messed up and jaw alignment is entirely off. Bottom left teeth slanting inwards. Unable to get timely responses from smile direct. Did not realize they had been suppressing negative reviews (lawsuit from june 2023) which lead to uninformed decision on the product.